Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-13621. It was reported that the patient presented for a lead revision procedure. Prior to procedure in-clinic, it was noted that the atrial and right ventricular leads exhibited noise. During the lead revision, the physician tested the atrial lead and decided to leave as is. The right ventricular lead was explanted and replaced. The patient was in stable condition.